Event description:
The user from the user facility reported that during testing the device wont stop running. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.